Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with slight pry marks observed on the rear housing. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "alarming error 1660 code" was able to be duplicated, event log review confirms that the event occurred. During investigation the pump was power up and displayed lec 1660. Simulated use was able to download event log and power up the pump to read out the pump error log. The 1660 error did not reoccur during testing of the pump during investigation. However, according to investigation, the event log verifies that the event occurred (one 1660 alarm has been recorded in the log). According to the investigation, the 1660 error is watchdog_reset. Service's replaced the pump mp board to address the issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "lec 1660". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.